Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, new medication orders for current patients and newly admitted patients in pharmacy application were not crossing over to profiled stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new medications orders for current and newly admitted patients were not crossing over. The technical support specialist (tss) received the permission to dial in to the server and got the medication and visit identifier. Tss verified the patient encounter system and identified the order ID. Tss also identified that the start and end date was in range and downtime query was current. Tss instructed the user to take off the critical override and search the order again. The user confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.